Event description:
It was reported that the handpiece has a broken threaded stud. The problem was noticed while setting up for a case. A second handpiece was used with no patient involvement/consequence.